Manufacturer narrative:
D1, d2a, d2b, d4, g4 (510k).

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, right before cutting the femur, the checkpoint verification number read an error of 3.6mm so all registration data was cleared to start over. It was made through distal burr (no issue with verifying checkpoints prior) but when using the visualize cut screen to verify the anterior cut of the femur, it was 5.8mm off and the posterior resections were essentially taking nothing. It was changed from a size 6 to a size 5 to take more posterior bone, and when the plane visualizer was turned back on to verify the cut, it was significantly off. Surgery was finished with manual instruments without significant delays. No harm to the patient or further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, sn (B)(6), used for treatment was not returned for evaluation therefore a visual inspection or functional evaluation could not be performed. The reported problem could not be visually or functionally confirmed. Log files and screenshots were provided for review, and the reported problem was confirmed. The screenshots showed that there was a checkpoint verification error on the femur of 3.4mm. It is also noted that they cleared their data to restart collection. The system shows a screenshot of ¿¿landmarks changed¿, the landmarks have been changed since the plan was last reviewed. In the IFU, page 75 ¿addressing checkpoint verification¿, describes what to do in the case of tracker movement. All anatomic data must be recollected. The IFU also states on page 165, ¿recovery procedure guidelines¿ to ¿remove the trackers, the bone pins, and the checkpoint pins, and proceed with conventional instrumentation.¿ the user proceeded correctly by attempting to recollect all anatomic data before switching to manual instrumentation. The most likely cause of this issue is due to checkpoint/tracker movement. Review of manufacturing records found no related non-conformances or anomalies associated with this serial number during production. A copy of the production record is attached. No service records were identified prior to the complaint date for this device. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A CAPA, nc, hhe/pra, field action review was completed. Prior escalation actions are not applicable to the scope of the reported complaint. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.